Manufacturer narrative:
The complaint device was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 08/02/2007, 08/03/2007, 08/14/2007 and 08/23/2007 by phone, mail and fax. A follow-up questionnaire has not been returned.

Event description:
A consumer reports blurry near vision following intraocular lens (iol) implant surgery. Additional information, including patient status, has been requested.